Event description:
Additional information was received stating that the patient began having hiccups and coughing associated with stimulation on-times following generator replacement surgery on (B)(6) 2010. The patient's device settings were decreased and the issues improved but did not resolve. Additionally, the patient began experiencing an increase in auras following the decrease in device settings. The patient was seen by an ent who diagnosed the patient with vocal cord paralysis which was not associated with stimulation on-times but believed to be related to vns surgery. The patient's device was subsequently disabled. The patient was scheduled for non-vns surgery on (B)(6) 2011 so the physician elected to also remove the patient's device during this procedure as it was no longer being used.

Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
Follow-up from the physician's office provided that the vocal cord paralysis was stated to have occurred in (B)(6) 2010, after the generator replacement and after adjustments to the vns settings.

Manufacturer narrative:
Date of event, corrected data: the event date was inadvertently provided incorrectly on follow-up report #01. Brand name, corrected data: the brand name of the suspect device was inadvertently provided incorrectly on follow-up report #01, as the suspect device was found to be the lead product. Name of device, corrected data: the name of the suspect device was inadvertently provided incorrectly on follow-up report #01, as the suspect device was found to be the lead product. Device model#, serial#, lot#, expiration date, corrected data: the device information of model#, serial#, lot#, and expiration date were inadvertently provided incorrectly in follow-up report #01, as the suspect device was found to be the lead product. Implant date, corrected data: the implant date of the device was inadvertently provided incorrectly on follow-up report #01, as the suspect device was found to be the lead product. Device manufacture date, corrected data: the manufacture date of the device was inadvertently provided incorrectly on follow-up report #01, as the suspect device was found to be the lead product.

Event description:
It was reported that the vns patient's device was explanted in 2010 due to issues that caused her to stop breathing at one point. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2010. The patient¿s device settings were gradually ramped down from (B)(6) 2010 and eventually disabled on (B)(6) 2010. No further information relevant to the event has been received to date.